Event description:
The ventilator circuit wyes are developing cracks. We have sent a total of 8 back to the company. Only two are identified with specific lot numbers. The company had changed the manufacturing of this product and it looks as if in a couple of the situations some of the old product made its way back to the hospital. The source of the cracks in the new product is under investigation.====================== manufacturer response for ventilator circuit, airlife (per site reporter)======================customer advocacy manager is maintaining communication about cracked wyes. We will continue to send faulty devices back as instructed by manufacturer.